Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. Integrity testing (connection between patient adaptor and titanium adaptor) was performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient adaptor of the uv flash transfer set disconnected from the titanium adaptor resulting in a leak during peritoneal dialysis therapy at the patient¿s home. It was reported the patient breached aseptic technique by covering the adaptor with their bare hands. The patient was diagnosed with peritonitis manifested by cloudy pd effluent. The cause of the disconnection was not reported. The patient was admitted to the hospital for peritonitis. Treatment was not reported. No further detail was provided regarding the outcome of the event or whether pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.